Event description:
Attempts have been made to obtain additional information, at this time additional information has not been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A report was received that indicated three patients were noted with diffuse lamellar keratitis (dlk) post lasik treatment. Reporter indicated the patients post operative steroids were changed and dlk resolved. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time additional information has not been received. The system history review shows that the laser was verified successfully prior to and after the date of the event. No technical root cause was identified as the product was found to be within specifications based on system history. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).